Manufacturer narrative:
No unexpected motor error alarms noted. Unit passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test, and excessive no delivery test. Motor failed motor test due to cracked flex trace on motor assembly. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads were noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The motor error alarm occurred more than once in the last 30 days. The customer was able to rewind the insulin pump. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.